Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/31/2016. The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings. The black box data from the time of the alleged complaint was overwritten due to continued pump use. A review of the current data did not show any errors, alarms, or warnings associated with the complaint. The pump powered on normally and successfully completed rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no loss of primes occurring. The force sensor calibration was found to be within specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.